Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 85-110mg/dl. Verified the strips expire 03/27/2018. Customer confirms the strips are stored properly and were first opened the week of july 20. Customer performed back to back blood test 272mg/dl and 251mg/dl not fasting. Reviewed meter memory (B)(6). Customers concerned with none of the meter memory results reviewed. Customer stated her result (B)(6) 2015 in am was 149mg/dl however the meter memory has the result of 244mg/dl. The other result with a discrepancy between the customers' written log and meter memory is the result of 236md/dl written and 286mg/dl on meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 85-110mg/dl. Verified the strips expire 03/27/2018. Customer confirms the strips are stored properly and were first opened the week of (B)(6). Customer performed back to back blood test 272mg/dl and 251mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concerned with none of the meter memory results reviewed. Customer stated her result (B)(6) 2015 in am was 149mg/dl however the meter memory has the result of 244mg/dl. The other result with a discrepancy between the customers' written log and meter memory is the result of 236md/dl written and 286mg/dl on meter memory. No adverse event reported.